Event description:
Manufacturer's name: amc american medical systems, product name (brand name): monarc sling, catalog number, lot number, size, pdf (B)(4). Date of implant: 2005, date of explant (if mesh was removed). Details of the adverse event and medical an/or surgical interventions (if required): see symptom tracker sample of most recent flare up being followed by multiple specialists. Reason for mesh implantation: (e.g., sui; pop): previous anterior repair during vaginal hysterectomy and placed after for urinary incontinence. Type of procedure: (e.g., sling procedure: retropubic, transobturator, or mini-sling procedure for sui; anterior repair, vaginal vault suspension, or posterior repair, for pop repair): previous anterior repair during vaginal hysterectomy and placed after for urinary incontinence surgical approach: (e.g., vaginal, abdominal, laparoscopic): vaginal. Specific postoperative symptoms experienced by the patient with time of onset and follow-up treatment: see symptom tracker sample of most recent flare up being followed by multiple specialists. Also available at request extensive history of complications post op requiring multiple surgeries and autoimmune type symptoms since 2005 implant of monarc. Dr (B)(6)pcp/internal med; dr (B)(6)-vaginal hysterectomy with anterior repair; dr (B)(6)- emergency suture line/incision repair, dr (B)(6)-bladder sling; drs (B)(6)-lap appendectomy and lap cholecystectomy; drs (B)(6)-ercp; ercd; CT; MRI; swallow tests (dye studies); colonoscopies; stents in bile ducts; ER and dr (B)(6)- pancreatitis; dr "?" Slh urology- bladder and urinary frequency, cystoscope and medication; dr (B)(6)- pleurisy; frequent pneumonia; frequent strep and chronic cough; lung explore with scope and lavage; 3mth prednisone; dr (B)(6)- joint pain, blue hands- rynauld's; drs (B)(6)- chronic diarrhea vs constipation post chole and stents- cholestyramine powder; pt for neck pain and muscle issues started sometime over this period. Dr (B)(6) tests to rule out ms, lupus, lymes, autoimmune disorders; migraines and facial pain; low blood pressure; anemia; low vit d; chest pain and tightness; drs (B)(6)-thyroid-low and hypothyroid by eent/endocrinologist; (B)(6) 2015-present: 2016-(B)(6)- sciatic pain; left arm/elbow tendons/ muscles- physical therapy and hand brace; 2018- attention and concentration problems-adhd dx dr baldes and e. Hammond- attention and concentration problems- adhd dx drs (B)(6) and (B)(6)- 2018-2019- increased attention and concentration issues, irritability and anxiety more problematic; medication trials to lexapro 10 mg and dextroamphetamine 30 mg; (B)(6) 2019. Vision blurring with dizziness, migraines with dizziness, lightheaded, vision goes black at standing like a head rush; hand tremors and shakiness, return of/ increased left leg pain, chest tightness and neck muscle pain, sternal pressure; arm and hand weakness left sided, facial pain left sided (stab/sharp pain); facial tingling center; two falls downstairs; night sweats started; memory issues; (B)(6) 2019-MRI and blood work; red blood count high, hematocrit high, mean corp hgb conc diff low, mean platelet volume low, anion gap. FDA safety report ID # (B)(4).